Event description:
The penumbra neuron delivery catheter 070 was kinked upon removal from the packaging. This was discovered when the wire could not pass through the catheter. The physician requested another catheter and completed the case successfully.

Manufacturer narrative:
Results: there are several flat spots at the distal end of the catheter. There is a large flat spot between 1.0 and 1.8 cm from the distal tip and two minor ovalizations at 5.0 and 7.0 cm. There is a kink 54 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. Friction was noted starting at approximately 56 cm from the tip and forward progress stopped 54.0 cm from the distal tip. The catheter is non-functional. The distal tip of the catheter was introduced into t demonstration carrier tube. The catheter could not be inserted into the carrier tube past 1.0 cm when the edges of the flat spots in the distal tip jammed against the walls of the tube. Conclusion: the damage seen agrees with the damage reported in the complaint. Because the catheter would not fit into the packaging tube in its returned condition, the damage likely occurred when the device was removed from the packaging or during preparation for the use. This damage could not have been present out of the packaging. The kink 54.0 cm from the distal tip appears to be an artifact of return packaging conditions and not associated with the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.